Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. Patient information is limited due to confidentiality concerns. The overall baseline gender characteristics is male; the age of the patients was approximately 66 years old. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Since no device ID was provided, it is unknown if this event has been previously reported. The cause and date of death is not available at the time of this report; as there is no indication of specific serial number for patient information. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿safety and effectiveness of coronary sinus leads extraction ¿ single high-volume centre experience.¿ adv interv cardiol 2019; 15, 3 (57): 345¿356, doi: https://doi.org/10.5114/aic.2019.87890. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding the safety and effectiveness of coronary sinus lead extractions. Procedure related death occurred in six cases. There is no indication of death and device relatedness. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. Further follow up did not yet yield any additional information; the cause and date of death has been requested and not yet received.